Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the connector boot was out of specification.

Event description:
It was reported that the lead could not be inserted into atrial port of the device header. The lead was not used and was replaced with a new lead.